Manufacturer narrative:
The technical application specialist (tas) performed a calibration and obtained a failed calibration ((B)(4)). The tas has ordered another shipment of reagents of the same lot. Siemens is investigating the issue. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00113 on may 07, 2014. 06/16/2014 additional information: the customer received a new shipment of reagent lot 010082 and quality controls. The quality control was run with acceptable results. The customer requires no further assistance at this time. No further evaluation of the device is required.

Event description:
The customer observed low results for troponin ultra (tni-ultra) quality control (qc) lot 29810, using reagent lot 010082. The technical application specialist (tas) changed the reagent readypack and the calibrators. The qc was run and the control values were low (out of range). No impact to patient results. There was no report of adverse health consequences due to the troponin ultra qc results being out of range.